Manufacturer narrative:
Although it could not be confirmed the strips were open in a sealed box, the returned strips gave e11 on all samples. E11 error indicates the strips were exposed to moisture.retention reagents gave satisfactory performance.

Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer returned the test strips for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.